Event description:
It was reported that the centrifugal pump motor was not turning. There were no incidents during surgery. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.